Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges on the remaining electrode legs. There is also discoloration on the adhesive and scuff marks on the spacer. There is a significant amount of scratch marks on the exposed shaft and black shrink tube near the tip and handle of the wand. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining bottom electrode leg. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the tip of the wand fell off into the joint. The broken piece was unable to be retrieved from the surgical site. No patient injury or other complications have been reported.